Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited loss of capture and lack of lead slack. The lead was successfully repositioned (B)(6), 2023. The patient was stable and asymptomatic.